Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10252. The patient received a pns system (off-label) which included two leads from the same lot. It was reported the patient had a bump at the lead incision site which caused her discomfort the patient reported the discomfort increased when stimulation was turned up. Follow up information revealed the patient began feeling a sharp tingling sensation. The physician elected to proceed with surgical intervention. During the procedure, it was noted that one lead appeared to have been cut or fractured. Both leads and the lead extension were explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.